Event description:
A customer reported that their pump screen was dark and would not turn on, and the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to plug the pump into a power source and ensure the outlet and charging supplies were functioning correctly, advising them to wait at least 30 consecutive minutes to see if the pump would begin charging. Further troubleshooting for the battery issue was to be continued.